Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. A mislodged/mislocated clip can occur due to a number of factors including, but not limited to inadequate nick and spread, improper seating of the clip delivery tube on top of the access site, not maintaining downward pressure and device stability while depressing the deployment button with the right thumb. Incorrect angle of the device during clip deployment (click 4), which should be 60-75 degrees, and retraction of the device during clip deployment (click 4), can also potentially cause the experienced event.

Event description:
It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during thumb advancement, resistance was encountered. The depression of the thumb advancer was stopped and the device was removed using the access ports and the safety release button, per the instructions for use. After the device was removed, the clip was observed to be located at the distal end of the device. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.